Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through asr on 16/oct/2012. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified white particles on the device's inner and outer surfaces, and total delamination of the diaphragm valve. Leak test was performed and identified no leakage. Microanalysis was performed and identified total delamination of the diaphragm valve. Based on the device analysis the final assessment was total delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and valve leak and/or damage.

Event description:
Healthcare professional reported left side deflation. Additionally, patient representative reported ¿breast was not full¿, "did not want breast to move so much or be too heavy¿, and "pain". Additionally, healthcare professional reported "particles in valve" and "hole in valve." Patient representative also reported ¿suffered bodily injury¿, ¿suffering¿, ¿mental anguish¿, ¿disability¿, ¿disfigurement¿, ¿loss of the capacity for the enjoyment of life¿, and ¿aggravation of a previously existing condition¿; these are not device related. Device has been explanted.